Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer confirmed the customer complaint of screen freeze on startup. The sbc board, and coin battery were replaced and software uploaded. All performed tests and calibrations were then passed.

Event description:
It was reported that the ventilator got stuck on the start up screen. There is no patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.